Event description:
The subject device was used during a laparoscopic assisted abdominosacral resection, and the probe damage error occurred. The ptfe pad of the device was severely worn and the metal part of it was exposed. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device was severely worn and the metal part was exposed. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the device, omsc concluded that the ptfe pad worn since user activated output without grasping anything. Then the grasping section with the severely worn and the probe contacted, which caused the reported error. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.